Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Evaluation dos was confirmed (B)(6) 2017 with possible implant dos scheduled for (B)(6) 2017. Patient provided bladder tracker from 2 pm on (B)(6) 2017 until 2 pm (B)(6) 2017. The patient was unable to determine the number of leaks or pad changes they had because they were bleeding, but they don't think they had any leakage. The patient was forced to cath after going in for follow-up from their rectal seal procedure and said the cathing was incredibly painful. They couldn't cath on their own and had a nurse help them. The patient thought the cathing may have interfered with the evaluation and wanted to make sure it was not hurting anything. As a result of the patient's concern, they were redirected to their healthcare provider (hcp). The patient also said having the evaluation procedure and rectal seal procedure was kind of hard. The nurse thought the patient was dehydrated and was told to drink enough fluids, and as a result, the patient thinks this may have contributed to today's frequency data. They were also administered two bags of fluid on (B)(6) 2017, but did notice a huge improvement with frequency. No device issue and no further patient complications have been reported as a result of this event.